Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space, 2.2 article number: 8713050, 2.3 serial number/batch: (B)(6), 2.4 software version: n030005, 2.5 hours of operation: 34169 hours, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files on (B)(6) 2023 (specified date of the incident, given from the customer) were investigated. On (B)(6) 2023 16:30 pm, a space line was inserted. Then "blood" was selected in the drug library. One minute later a rate of 90 ml/h and a vtbi of 250 ml was set. The infusion was started at 16:31 pm. At 19:15 a vtbi near end alarm was displayed. The customer set a new vtbi of 100 ml. At 20:19 pm another vtbi near end alarm was displayed. The customer changed the vtbi to 104,1 ml. The infusion was stopped at 21:03 pm by the costumer. Up to that time the infusomat space has delivered a volume of 407,24 ml. Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. No cover caps and no seal were available. The operating unit shows broken part. That damage identifies an impact damage. In addition, the p3-connector shows oxidized contacts. Furthermore, no more anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +3,17%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled completely. Liquid residues could be detected inside the device, but no damaged parts could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected inside the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - red blood cells" according to the customer: "vtbi 258ml set @ 90ml/hr, not completed in 4 hrs. Remaining volume of red blood cells discarded as advised by the blood bank."